Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the lens was damaged and the tamper seal was missing. Functional testing involved powering up the pump and the reported issue was duplicated during the investigation. The investigation determined that a failed main board was the cause of the reported issue. The printed circuit board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump was alarming and had no power. No adverse effects were reported.

Manufacturer narrative:
Additional information: h6, h10. Additional information received that there was no patient involvement.